Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the issues began in the may/june timeframe when it was required to use more clips. The staple form looked good and the oozing seemed to be from through the staple line. There were no unique patient factors noted. One patient had thicker tissue with additional comorbidities, but most were regular patients. The surgeon typically uses a single firing stroke and does not pulse fire and usually waits approximately 15 seconds prior to firing. He almost always starts with a green cartridge followed by gold then blue. When clips are needed it is random, but the top of sleeve is the biggest concern.

Event description:
It was reported that post operative after a laparoscopic gastric bypass procedure, the patient was brought back to the or for bleeding. The bleeding was addressed but the method is unknown. The patient did not need a transfusion and is doing fine. There is no additional information available.